Event description:
Pt had undergone several surgeries in the past, and subsequently had a great deal of scar tissue present in the vessels. During a prior open surgery, a "tube graft" was placed in the right iliac artery just below the bifurcation of the aorta. Physician had scheduled the pt for aaa repair utilizing an endovascular graft. Due to the pt's anatomical condition and the nature of the vessels, an aortouni-iliac procedure was planned. After the main body graft was deployed, the length measurement of the iliac leg graft was determined to fall short of the desired landing zone, planned at the location distal to the tube graft in the native vessel. An iliac leg extension was then deployed in the ipsilateral limb of the main body graft in order to extend the length. The leg graft was then deployed, landing in the vessel beyond the previously implanted graft with the distal diameter securing a good seal in the vessel. Final angiogram viewed an exclusion of the aneurysm with no noted endoleaks.